Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: the pentax engineer checked with hospital staff. The defect was found, during daily check. No harm was caused to the patient. The problem and determined, that the tip of ift was damaged, due to an excessive load. Regarding the ccd damage, it was determined, that liquid intrusion was the cause. As for the hardness of the angle lever, it was determined, that the user damaged the lever, due to excessive load acting on the product, during handling. The device was repaired by the third party. And returned to the hospital. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed, the endoscope was manufactured pentax medical miyagi on 13-nov-2015 under normal conditions. Passed all required inspections. And was released accordingly. Also, there were no reworks or concessions. And the dates of approval for shipment and actual date shipped were confirmed on 16-nov-2015. Pentax medical has not received, any further information for this event. And therefore, considers this medwatch report closed.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During daily inspection (found defect) : foggy image; ccd broken; tight angulation ; ift deformed; distal end leakage ( at the position of objective lens). There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.